Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a voluntary medwatch adverse event report forwarded by FDA's office of surveillance and biometrics, stating "uneventful ercp was performed for migration of prior common bile duct stent placed in (B)(6) 2017. Following the procedure, during cleaning of the scope, a pancreatic stent was found in the suction channel of the scope and retrieved with a tweezers. Note that a pancreatic stent had not been placed, or attempted to be placed, in this pt during this procedure or prior procedures. After prior use several weeks earlier, the scope was documented as being cleaned per MFR's recommendations. Note that the date below for return to MFR is approximate. Per report, the MFR did not find any problems with the scope and it was returned to use." Pentax duodenoscope model 3490tk was listed on the report with a date device returned to manufacturer listed as (B)(6) 2017. A serial number for the device was not listed on the report. A review of the pentax internal enterprise resource planning (erp) system for duodenoscopes returned from the facility from (B)(6) 2017 to (B)(6) 2018, did not confirm a serial number or any details of the report. Pentax medical followed up with the facility to gather additional details on the event and to obtain the serial number of the duodenoscope involved. Responses were received by the facility contact which included patient information. In regards to the event, the facility contact stated, "it is not believed that any portion fell into the patient and there was no evidence of patient harm". In addition, the serial number of the duodenoscope was provided as (B)(4). Additional review of the pentax internal enterprise resource planning (erp) system indicated that pentax model ed-3490tk/serial (B)(4) has not been received for service since pentax shipped the duodenoscope to the facility on (B)(6) 2016. Pentax communicated this information to the facility contact. Pentax is currently investigating this event.